Event description:
The patient contacted baxter's technical service center regarding the heater bag disconnecting from the set up, which occurred on the homechoice during use during dwell. The patient was connected. The baxter technical service representative (tsr) offered to assist the patient with ending therapy and removing the cassette but the patient stated they knew how. The tsr advised the patient to dispose of the current supplies and start over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the patient on (B)(6) 2011 regarding the report of the heater bag disconnecting from the line. The patient stated during dwell they heard a gushing sound and found that the bag had disconnected from the line. The patient stated that they did not notice any visible damage or abnormalities with the supplies in use and could not determine why the bag and line might have disconnected. The patient stated they were able to continue therapy after starting over with new supplies and have been continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a connection issue could not be confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The label review found the labeling adequate for the potential use error in this complaint.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded; therefore, no evaluation could be performed. Should additional information become available, a follow-up report will be filed.